Event description:
It was reported that the haptic ripped upon insertion of the envista (mx60a) intraocular lens. The incision was enlarged to 3mm, a back-up lens was successfully implanted, a suture was placed.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.